Event description:
A peritoneal dialysis pt reported that she had to cancel treatment because of alarms. When she opened the cassette door, it was wet inside. There is no report of pt ill effect. There is no sample available for eval.